Manufacturer narrative:
(B)(4). D10-medical product psn fem ps cmt ccr nrw sz 11 l item# 42500007001 lot# 62632789. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a clinical study that a patient experienced pain and instability and additional rehabilitation outside of the expected timeframe has occurred with no resolution at ten years postop. The patient had a bilateral total knee arthroplasty and, subsequently, at the two-year follow up, the patient reported bilateral knee instability. The patient was referred to physical therapy for quad strengthening exercises. Pain and instability continued throughout the remainder of the study. The patient completed the study with no further treatment or interventions and remained satisfied. Attempts to obtain additional information have been made; however, no more information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, e1, e2, e3, g1, g2, g3, g6, h1, h2, and h11.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, h10, and h11. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: over the ten-year follow-up, the patient reported fluctuating pain levels and progressive instability. Early visits (2015¿2016) noted moderate pain (4¿6/10), difficulty with ambulation, and reliance on assistive devices, though alignment remained neutral and no significant x-ray findings were observed. By one to two years post-op, pain improved (1¿4/10) with excellent quadriceps strength, but moderate anterior-posterior (a/p) instability persisted, and the patient experienced episodes of knees ¿giving out,¿ later resolved with therapy. At three years, pain remained low (0¿3/10) with little medial-lateral (m/l) but moderate a/p instability. At five years, severe a/p instability was documented despite minimal pain and no functional restrictions. At ten years, the patient again reported moderate pain (1¿6/10) and difficulty ambulating, with little m/l but persistent moderate a/p instability and increased sagittal plane translation, consistent with device design. Overall, pain has fluctuated between mild and moderate, while instability¿particularly in the sagittal plane¿has remained a recurring finding. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.